Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00822. This report is being submitted as additional information. Approximate age of device- 2 years, and 9 months. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of low flow alarms; however, the report of outflow graft stenosis could not be confirmed as no images of the stenosis were provided and no product was returned for evaluation. The submitted system controller log file captured a nearly constant low flow hazard alarm from 09:34:31 am through 10:58:23 am on (B)(6) 2018, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Throughout the data, estimated flow ranged between 2.1 and 3.6 lpm. A specific cause for these events could not be conclusively determined through this evaluation; however, this finding could be consistent with the report of outflow graft stenosis. Despite the observed period of decreased flow, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU also outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, this document explains that physiological factors that affect the filling of the pump and can result in reduced pump flows as long as the condition persists. This IFU and the heartmate ii lvas patient handbook outline all system controller alarms, including the low flow hazard, and provide information regarding how to respond to and troubleshoot the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with persistent low flow alarms. The alarm continued to sound while the patient was at the center. Labs were pending, results were not provided. The outflow graft (ofg) was to be reevaluated based on the last echocardiogram/CT scan findings. The cause of the low flow alarms was reported as ofg occlusion. The patient had significant stenosis found within previous CT angiography (cta) from an unspecified date which showed one focal area. The repeat cta during the this admission found multiple areas. The patient underwent stenting of the ofg. On (B)(6) 2018 it was reported that the patient was home, and the event had been resolved.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1, b2, g3: correction.